Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports one bottom tooth is sticking up, became loose, and very sensitive. The patient is experiencing discomfort, sensitivity, tongue thrust, and misalignment. The attending dentist indicated there may be a need for a root canal due to trauma to the tooth which caused the tooth to die (discoloration). The customer alleges the trauma was caused by the aligner. Dental history includes orthodontic braces and retainers and patient grinds/clenches teeth. Clinical support assessment, noted wear time information, photos, and mobility video were requested as it's not likely the aligners would have caused this, and pre-existing issue may have contributed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.